Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of knee arthroscopy (right knee arthroscopy with partial medial meniscectomy, right knee arthroscopic trochlear cholear chondroplasty, right knee arthroscopic medial patellofemoral plica excision.) In 2019, tubal ligation (essure tubal ligation) in 2011 and perineal pain, nausea, abdominal pain, back pain, pelvic pain female, fibromyalgia, bone disorder, hypertension, smoker (tobacco smoking status: current every day smoker), breast cancer, myositis (fibro myositis: chronic on tramadol chronically,), urinary tract infection nos (recurrent; 6 months macrobid 2012), essential hypertension and obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3467 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted drug removal updated from (B)(6) 2021 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [brca1 gene mutation assay] in 2011: negative. [Hysterosalpingogram] on (B)(6) 2012: findings: initial scout film demonstrates bilateral tubal. Devices consistent with the essure devices. Contrast flows freely into a normal appearing uterine cavity. No filling defects are identified. There is no evidence of contrast in the region of the fallopian tubes. There is no evidence of contrast spillage. Impression: no evidence of tubal patency. [Pathology test] on (B)(6) 2021: pathological diagnosis. Uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: within normal limits. Uterus: subserosal partially calcified nodule with fat necrosis and histiocytic inflammation. Small focus of glands and stroma on serosal surface favored to be endometriosis. Secretory endometrium. Right fallopian tube: within normal limits. Left fallopian tube: within normal limits. Clinical information pain in pelvis specimen: uterus, cervix, bilateral fallopian tubes. Gross description: additionally each fallopian tube displays a coiled wire consistent with an essure device near each corn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report added. Medical history, lab data updated & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021 she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.